Event description:
A patient experienced decrease in pulses on the right, with some tingling/pain in the right foot. The right leg was cooler than the left. There was no obvious signs of ischemia. The patient was taken for aorta bifemural runoff which showed a thrombus at the distal popliteal artery. The patient then underwent a embolectomy of the right popliteal artery. A specimen was sent to pathology. Question as to wheter vaso-seal broke during procedure.